Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: autoimmune disease. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female who underwent primary breast augmentation surgery with unspecified saline mentor breast implants reports developing lymphoma and cancer in her armpits. The alleged cancer diagnosis is unclear due to the limited information provided. This case was not confirmed by a healthcare professional nor did the medical reports from the doctor provided indicate a diagnosis of cancer. Additionally, the patient reports of being diagnosed with rheumatoid arthritis and other generalized illness symptoms such as numbness in knees and hands, hair loss, chest pain, depression, sleeping issues, fatigue, breathing difficulties, pain, infection, and body aches. The patient reports left side deflation and per the doctor's note bilateral capsular contracture. As a result, the patient underwent explantation of the devices on (B)(6) 2020. This report is for the right breast prosthesis.

Manufacturer narrative:
On mar 16 2020, the mentor failure analysis lab received the device for evaluation. The device was identified as a saline mentor smooth round high profile 250cc, catalog number 3503250, lot number 6450589. Device evaluation summary: during visual inspection of the device no apparent damage could be observed. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. An investigation of the returned device was performed, and mentor could not uncover a device failure that we could connect to the reported medical symptoms. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on feb 14 2020 indicated the baker grade for the patient's capsular contracture was grade IV. On feb 17 2020, additional information was received indicating the contralateral device is a saline mentor smooth round high profile 380cc, catalog number 3503380, lot number 645058. Manufacturer¿s reference number: (B)(4).